Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several attempts were made and no response was received. As such, the event determination, off-label conditions, related patient harms, and patient disposition could not be assessed with medical records/images. However, it was also reported that this patient has dilation disease that may have contributed to the event. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections include h6: h6 device code; remove 3190 h6 result code; remove 3233 h6 conclusion code; remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 1a endoleak was reported. It was also reported that the patient has a dilated disease that contributed to this event. A re-intervention was completed. The physician elected to implant a suprarenal proximal extension to treat this event. The patient was reported in good condition. Note: the reported dilation disease is cautionary product use.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 1a endoleak was reported. It was also reported that the patient has a dilated disease that contributed to this event. A re-intervention was completed. The physician elected to implant a suprarenal proximal extension to treat this event. The patient was reported in good condition.